Event description:
The customer reported unknown causes for high blood glucose levels, with values indicated as "high" on the cgm without confirmation by a bg meter. The customer took corrective action by administering a correction bolus via the pump and received guidance from technical support to eliminate air gaps during the cartridge filling process to prevent delivery issues. The issue was identified as a user error during the load process, and the customer resumed normal insulin dispensing.